Manufacturer narrative:
Citation: kim b, jeon p, kim k. Et al. Predictive factors for response of intracranial dural arteriovenous fistulas to transarterial onyx embolization: angiographic subgroup analysis of treatment outcomes. World neurosurg. 2015 nov 6. Pii: s1878-8750(15)01470-9. Doi: 10.1016/j.wneu.2015.10.052. No additional information provided regarding the onyx reflux. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx instruction for use provided guidance as follows: the amount of reflux that can be accepted must always be compared to the angio-architecture of the malformation to minimize risk of unintended embolization or difficult catheter removal. In general, minimize the reflux to less than 1 cm along the distal tip of the micro catheter. The same literature article as reported in MDR MFR: 2029214-2016-00035.

Event description:
Medtronic received information from literature review that in one patient, onyx material refluxed into the cavernous ica during onyx embolization through the ascending pharyngeal artery and rescue stent placement was performed in the cavernous ica to prevent further migration of onyx material into the cerebral vessels. The authors evaluated predictive factors for favorable treatment outcome in patients with intracranial noncavernous davfs treated by transarterial onyx embolization. Between august 2008 and august 2014, 55 patients who underwent transarterial onyx embolization for noncavernous davfs were retrospectively reviewed. Sixty-eight onyx embolizations were performed in 55 patients. Immediate angiographic cure was achieved in 28 patients, and 14 of 27 patients with residual shunts showed progressive occlusion at follow-up imaging studies. Among the evaluated variables, non-sinus davfs was a statistically significant predictive factor for favorable response to transarterial onyx embolization. The authors concluded that transarterial onyx embolization is a highly effective treatment method for non-sinus davfs. Careful consideration of angiographic features and multimodal embolization strategies are required for treatment of sinus davfs.